Manufacturer narrative:
Device evaluation follow-up #1 submitted 09/17/2015: the device was returned to animas and evaluated by product analysis on (B)(4) 2015 with the following results: black box shows evidence of alarm on (B)(6) 2015: alarm was not duplicated during a 24 hour exercise. Unrelated to the complaint, the display is dim/fading/reddish, moisture is observed in battery compartment. Battery compartment is cracked along the side from threads to seal case and below pad. Pump case removed and further moisture was observed on motor flex connector.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.